Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. Pump was received with missing segments. The pump passed the displacement test, but failed the self test due to missing segments and absence of vibration. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, vibrating motor, and lcd assembly. The following were also noted during visual inspection: scratched case, cracked case ¿ display window corner, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, label damage, pillowing keypad overlay, stained keypad overlay, broken battery tube threads, and corroded battery tube. Cosmetic damage was confirmed at the battery compartment. Missing segments was confirmed during testing due to moisture damage on the lcd assembly. Absence of vibration was confirmed due to moisture damage on the vibrating motor. Moisture damage was confirmed found in the battery tube, vibrating motor, lcd assembly and the electronic assembly. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.